Manufacturer narrative:
Case with patient identifier (B)(6) is related to case with patient identifier (B)(6).

Event description:
It was reported the patient received the following results within 10 minutes: 46 mg/dl on aviva meter and 107 mg/dl on guide meter.